Event description:
It is reported that the patient was asymptomatic / free of symptoms at 1 year, 1.5 year, 2 year and 2.5 year follow up's. It was confirmed that approximately 2 years and 8 months post the index procedure that the patient expired due to leukaemia. Investigator has indicated that event was not related to study stent.

Manufacturer narrative:
Eval code, results: myocardial infarction.

Event description:
The endeavor rx drug-eluting stent was implanted to the mid rca. An acute non-stemi is reported to have occurred on the same day as stent implant. It is reported that during the procedure, a no reflow occurred. Investigator reported that event was related to the target lesion, but not related to the study stent. Location of the infarction was reported as inferior. Investigator assessed the event as a q-wave mi. Pt was reported to be asymptomatic / free of symptoms at 30 day follow and at 6 month follow up.

Manufacturer narrative:
(B)(4).